Manufacturer narrative:
Unknown if sample is available for evaluation at time of this report.

Event description:
The event is reported as: complaint alleges: it was reported that foley catheter used in a sick neonate, as part of neonatal intensive care monitoring was noted to have frank haematuria, while the catheter was in situ. No reported patient injury.